Manufacturer narrative:
The pod was returned fully deployed. No bends or kinks of the exposed portion of the soft cannula were observed. An 0x18 alarm code was observed in the pod data, indicating the pod reached an empty reservoir. The reservoir was confirmed to be empty upon inspection. No abnormalities were observed in the pod data that would indicate a bend or kink of the soft cannula. No problem was found. The formed needle was inspected under magnification, and no damages or defects were observed that could contribute to the reported irritation at the infusion site. The fluid path test was performed and fluid flowed. The cause of the reported skin irritation could not be determined. Lot release records were reviewed and the product lot met all acceptance criteria. Locked down smartphone: lockdown omnipod software app version: 3.1.6 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: dexcom g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient went to the emergency room with hyperglycemia. The patient's blood glucose levels reached above 300 mg/dl while wearing the pod between 1 and 4 hours. When the pod was removed from the infusion site (arm), the pod cannula was found bent and the infusion site was a little swollen and red. The patient was treated with insulin and was given water. The patient was discharged on the same day.